Manufacturer narrative:
Results: the pump max vacuum inlet was coated with coagulated blood. A pipe cleaner was inserted into the vacuum inlet and blood was found inside the vacuum pump. Conclusions: evaluation of the returned pump max revealed blood inside the vacuum assembly. This is likely a result of the reported incorrect connection of the aspiration tubing directly to the pump max vacuum inlet instead of to the supplied penumbra canister. This will allow blood to enter the pump assembly. If fluid is aspirated into the pump max, it may prevent the pump from functioning properly. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, the hospital staff inadvertently connected the aspiration tubing directly into the pump max instead of the canister, and consequently blood was aspirated into the pump max. The procedure was completed using manual aspiration. There was no report of an adverse effect on the patient.